Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the video processor associated with this complaint and completed investigations. The unit was returned due to error 307. Failure analysis was unable to install the unit into the test system to verify the reported issue, as the pca exhibited fluid contamination, and the housing showed signs of oxidation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a repeated non recoverable fault 307. The system was booted up normally at initial power on and after a while system reported an error. Therefore, the customer tried restarting the system. A technical support engineer (tse) suggested reseating the fiber cables on video processor (vp) and hard power cycle. The procedure was converted to laparoscopic surgery with no reported patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially power on without errors. The support was called for troubleshooting and full troubleshooting was performed. The reporter indicated how the issue was resolved they suspected parts to be replaced by field service engineer (fse). The procedure was converted to laparoscopic. The device was not used on the patient. It was unknown if ports were placed when the issue was identified.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced video processor (vp) to resolve the issue. The system was verified and ready to use. Isi has not received the vp for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.